Event description:
It was reported that the balloon of a small volume folfusor broke and liquid leaked out. This issue was discovered during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufactured between january 4, 2021 to january 5, 2021. The actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection to the provided photograph the rupture was observed. The reported condition was verified; however, due to the nature of the returned sample no additional testing could be performed. Therefore, the cause of the condition was not determined; however, the most probable cause of the condition was due to the potential for bladder ruptures exists as bladders are manufactured with rubber. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.